Event description:
Customer reported receiving the incorrect test strips for her medisense optium blood glucose meter and her lancing device fell apart, and therefore she was unable to test. She experienced being "weak" (had) "nausea" and "headache". She was seen at a local hosp and diagnosed with hypoglycemia. The customer states she "ate a sandwich and drank tea" to help counteract the medical event. There was no medication treatment indicated. There was no report of death, serious injury or mistreatment in this case.

Manufacturer narrative:
The lancing device product has been requested for investigation. A follow-up report will be submitted once product investigation results are available.